Event description:
Reporter indicated that the patient developed an infection at the generator site. Fluid was aspirated from the site and cultured. Cultures indicated that there were no signs of infection. Patient's ncp system was explanted (generator and lead). During the explant procedure, the surgeon reportedly visualized a "char-black residue around the septum on the generator". Additionally, the surgeon reported that the septum plug was found to be outside the septum cavity. Surgeon reported the patient had an inflammatory reaction to the black residue visualized on the generator. Both the pulse generator and lead were returned to manufacturer for analysis. Preliminary visual inspection of the pulse generator identified a black substance on the generator can (exterior) and connector block surfaces. The appearance of the connector block and setscrew indicates that pitting or electroplating conditions have occurred. Visual inspection identified that the connector block was not stationary within the header as per specification. Additionally, a discontinuity in the header region (between the negative feed thru lead and connector block) was observed. Preliminary visual inspection of the lead (model 302-20) identified two coll discontinuities. One is located in the lead body region at approximately 8cm from the end of the connector boot. The second discontinuity is located at approximately 2cm proximal to the electrode bifurcation. The appearance of both coil discontinuities indicates that pitting or electroplating conditions have occurred. The lead electrode array was not returned for evaluation.

Manufacturer narrative:
H6: see b5 for preliminary results. Device failure occurred, but did not cause or contribute to a death or serious injury. The investigation will continue and supplemental reports will be submitted.